Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 package was damaged / defective. The following information was provided by the initial reporter: material # 302995. Batch # 5064885. Verbatim: staff brought me the syringe as seen in photo attached with what appears to be a spider in the seal and a black spot on the inside package. The syringe was sealed when they gave it to me and I opened it to take a closer look and it certainly does seem like a spider. No patient impact.

Manufacturer narrative:
(B)(4) - supplemental MDR - package damaged / defective / other one sample and two photographs of a 10ml luer-lok syringe (part number 302995, batch 5064885) were received for evaluation. The sample showed black foreign matter in the sealed area of the non-fluid path, which was also visible in the submitted photos. Fourier transform infrared spectroscopy (ftir) analysis identified the material as polyethylene propylene, commonly used in the manufacturing plant. The observed condition is non-conforming with the product specification. Potential root cause for the foreign matter non-fluid path defect is associated with the packaging process. Furthermore, a device history record review was completed for provided lot number 5064885. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.